Event description:
The customer indicated that the system was displaying a "speaker malfunction" message; it is unknown if there was no sound from the speaker. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.